Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farastar generator a nurse felt a tingling/shock during energization. The nurse reported they were not in contact with the patient at the time, however, they were touching a metal part of the table where the patient was located. No interventions were reported and no further complications were stated to have occurred. A field service engineer has been dispatched to examine the console.

Manufacturer narrative:
The device was not returned to boston scientific for analysis; however, a field service engineer (fse) did visit the generator at the site. The fse performed functional testing and electrical safety testing and the console passed both tests successfully. Based on all available information boston scientific has not been able to confirm the event and cause not established was selected as the conclusion code.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farastar generator a nurse felt a tingling/shock during energization. The nurse reported they were not in contact with the patient at the time, however, they were touching a metal part of the table where the patient was located. No interventions were reported and no further complications were stated to have occurred. A field service engineer has been dispatched to examine the console.